Event description:
A separation of the infusion set tubing. Pt indicated that he discovered the separation after waking up in the morning. Pt indicated that he was wearing a cast on his leg which he thought may have caused stress on the infusion set. Pt indicated that he did not receive med intervention as a result of this issue. Pt indicated that he had experienced blood glucose of 140 mg/dl at the time of the incident, but this was not unusual.